Event description:
Device 3 of 3. Ref MFR report: 1627487-2013-21180. Ref MFR report: 1627487-2013-21181. It was reported the pt occasionally experiences aching at the ipg site which radiates to the leads. Diagnostics revealed low impedances. Additionally, the pt experiences ineffective stimulation. Subsequently, the pt will be undergoing bilateral neurotomy to address this issue. The pt was advised to consult with the physician regarding pain at the ipg site.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.